Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 25497, was returned and analyzed. Visual inspection of the balloon catheter showed it was intact with no apparent issues. Smart chip verification showed the catheter was used for three injections on the date of the event. Visual inspection under the microscope did not show any excessive glue at the proximal end of the guide wire lumen shaft and the luer interface. X-ray imaging showed the mapping catheter was stuck at the balloon segment due to a guide wire lumen kink located at 1.25 inches from the tip. Guide wire lumen pressure test did not show any breach at the kink location. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.